Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. Serial number of the radio frequency controller not provided by the complainant. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. If additional relevant information is received or device evaluation completed, a supplemental medwatch will be filed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant.

Event description:
It was reported that on (B)(6) 2020 a procedure was completed utilizing a novasure device after a hysteroscopy was completed with endoc, pressure bag and saline. The cavity integrity assessment test was passed and the ablation lasted for two full minutes. The physician examined the patient via hysteroscope and everything looked "normal and routine". On (B)(6) 2020 hologic was made aware that the patient was admitted to the ICU, the patient symptoms were not communicated at the time of the report. Follow up with the physician indicated that the patient is recovering and is doing fine. There was no uterine perforation or thermal injury observed. No additional details available at this time.